Event description:
A pt experienced inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 120, 202 and 272 mg/dl. Tests were done within 11/20 minutes. Pt did not experience any adverse events. No further info has been reported.